Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle was stuck in the body. Customer¿s blood glucose was unknown at the time of incident. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. Sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found needle separated from sensor base. Inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found needle separated from sensor base. Inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications. No broken or missing parts were observed during analysis.